Event description:
A reperfusion catheter 032 had a cracked segment in it distal to the hub in the main body of the catheter which lent itself to inadequate aspiration. In addition, the 032 separator had a 45 degree bend in the wire about 10 cm proximal to the distal tip when it was pulled out of the loop. This MDR is associated with 3005168196-2010-00707.

Manufacturer narrative:
Device investigation: the separator shows a slight hook in the distal tip. In addition, there are a number of gentle bends or waves in the most distal 15 cm of the separator wire. There is an angle of approx 25 degrees 25 cm from the distal tip. The separator was introduced into an exemplar (B)(4) and advanced. It proved difficult to introduce the bulb of the separator without getting the "hook" folded double. The separator advanced approx 90 cm before the bent tip jammed against the side and stopped the forward motion. The separator is non functional. Conclusion: the bend location mentioned in the complaint was not confirmed. The bends seen are typical of handling damage that may or may not have included use of the device. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.